Event description:
A pt reported experiencing inaccurate high results with an ot ultra meter. The pt's blood glucose results were 108 mg/dl. Tests were done within 10 minutes with a difference of or greater than 20% or 20 mg/dl. Pt did not experience any adverse events. No further info has been reported.